Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing using zoll test external paddles and pads without duplicating the report. The pace/defib (pd) engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test and a spark was seen where the ac power cord plugs into the wall. Complainant indicated that there was no patient involvement in the reported malfunction.